Manufacturer narrative:
Analysis of the ins (B)(4) found that the battery was received with not telemetry or output and had reached normal end of life. Additional information indicated that (B)(4) and conclusion code 11 no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. Patient experienced a loss or change of therapy. Patient stated it stopped working over two years ago. He would have to urinate quite a bit. He was scheduled to have implant removed next thursday. He thinks they are putting the new one in. It was indicated that the battery inside of him was dead. He did not know if it was due to normal battery depletion or not. He has been getting crazy sensation at the implantable neurostimulator (ins) site. There was a cold feeling where the battery was. There was no fall or trauma could be related to the issue.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative. It was reported that the system was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.